Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas 8000 c702 module. Initial result: 0.24 mmol/l. Repeat result: 2.19 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The provided qc and calibration trace were acceptable. The provided alarm trace showed multiple sample short and abnormal aspiration alarms, indicating pre-analytical issues. During a service visit, the field service engineer noticed low gear pump pressure. He adjusted the pressure, replaced the gear pump head and the syringe seal, and performed complete re-tubing on the module. Qc was performed, and they were within specifications. The investigation determined the event was due to a combination of a hardware issue (tubing issue) and a preanalytic issue at the customer site. The service actions resolved the issue.